Event description:
The clinician reports the implant was inserted (B)(6) 2020 in fdi 36. On 2020-03-13, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.